Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The aortic cutter device and the hsk iii was returned to the factory for evaluation. A photographic evaluation determined that the aortic cutter safety lock was observed to be unlocked and the actuation button was depressed. Based on the picture, we were unable to conduct a visual evaluation on the needle. However, no sign of blood were observed. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The delivery device was returned inside the loading device. The delivery device was removed from the loading device. The tension spring assembly remained in the delivery tube with the seal in a folded taco position and partially extended outside the tube. The seal and tension spring was removed from the delivery tube and showed no signs of crack/delamination. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. A visual inspection was conducted on the aortic cutter. The needle was observed to be advanced. The housing was observed to be completely intact with no exposure of the inner components. No failures were observed. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based on the condition of the device as found, the reported failure "break; housing come apart" was not confirmed. The DHR for the aortic cutter subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm punch was broken. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm punch was broken. A replacement device was used to complete the procedure. No patient involvement.